Event description:
It was reported that the patient presented for a post-operative device check. During programmer interrogation, a loss of conductive telemetry with the atrial device occurred when the lower rate was reduced to 30 ppm for atrial sensing assessment. Multiple troubleshooting steps were performed; however, the issue persisted. Telemetry communication was restored after the i2i disable function was activated. Review of the transmission revealed that right atrial leadless pacemaker (ralp) exhibited under sensing. It was also reported that the i2i communication did not function properly during this episode. Patient condition was stable.